Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that on (B)(6) 2026, their daughter experienced elevated blood glucose (bg) levels reaching approximately 360 mg/dl after wearing the pod on the arm for approximately 4-24 hours. It was further reported that bg levels remained high despite administering a correction bolus before school, and the pod was replaced during school hours, after which glucose levels began to decrease. The father stated that a urine ketone test showed high ketones, and the healthcare provider advised taking the child to the emergency room (ER) for evaluation. The patient was taken to the ER the same day, with blood work and a urine screen performed. The father reported that the pod that had been applied at school was delivering insulin at the time of evaluation. No further medical treatment was reported. The patient was able to return home the same day. The father further noted observing a small amount of insulin leakage at the pod site. Upon pod removal, the cannula appeared bent.